Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was experiencing elevated lactate dehydrogenase (ldh) levels. On (B)(6) 2021 a urethral discharge culture was taken. No polymorphonuclear leukocytes were observed. Moderate gram negative rods positive for serratia marcescens were seen. On (B)(6) 2021 the patient's chest wall became indurated with swelling of the anterior incision. On (B)(6) 2021 the patient was experiencing arrhythmia, and went into monomorphic ventricular tachycardia ranging from 220-240. Their blood pressure remained stable. An IV was given and synchronized cardioversion was done at 120 joules and converted to st 103/min. The patient was also experiencing pulmonary edema, which was treated with aggressive diuresis. Overnight the patient was placed on bilevel positive airway pressure (bipap) which resulted in some improvement in work of breathing. On (B)(6) 2021 the patient was experiencing atrial fibrillation with rapid ventricular response, along with hypertension. An IV of metoprolol and an IV drip of amio bolus were administered in response to the arrhythmia. The patient's heart rate was able to be lowered from the 150s to the 130s. On (B)(6) 2021 soft tissues revealed a presternal hypoechoic structure which was though to possibly represent a small hematoma instead of fluid collection. The patient had been on hydralazine prior to left ventricular assist device (lvad) implant. This was changed from an oral to an IV dose on (B)(6) 2021.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. It was later communicated that the cause of the patient's elevated ldh was thought to be tissue injury due to left ventricular assist device (lvad) implant. The patient's ldh ultimately decreased without any treatment. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists cardiac arrhythmia, infection, bleeding, and hypertension as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," also lists arrhythmia as a potential postimplant complication. This section also provides care instructions regarding infection and states that ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ section 6 also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.